Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that when trying to set up the gz transmitter, the ECG waveforms were noisy and causing a lot of artifacts. The bme tested the device on a simulator using a different lead set, but the issue persisted. No patient harm was reported. Investigation summary: the complaint device (B)(4), sn: (B)(6) was sent to nk's repair center for evaluation and exchange. The evaluation of the returned device confirmed the complaint. The root cause of the reported issue is due to fluid exposure of the sockets on the rear case. Nk will continue to monitor and trend. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: (B)(6) 2025 emailed the customer via microsoft outlook for the information above: no reply was received. Attempt # 2: (B)(6) 2025 emailed the customer via microsoft outlook for the information above: no reply was received. Attempt # 3: (B)(6) 2025 emailed the customer via microsoft outlook for the information above: no reply was received. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes h11 additional manufacturer narrative corrected information: h4 device manufacturer data: corrected 11/01/2025 to 11/01/2021.

Event description:
The biomedical engineer (bme) reported that when trying to set up the gz transmitter, the ECG waveforms were noisy and causing a lot of artifacts. The bme tested the device on a simulator using a different lead set, but the issue persisted.

Event description:
The biomedical engineer (bme) reported that when trying to set up the gz transmitter, the ECG waveforms were noisy and causing a lot of artifacts. The bme tested the device on a simulator using a different lead set, but the issue persisted.

Manufacturer narrative:
The biomedical engineer (bme) reported that when trying to set up the gz transmitter, the ECG waveforms were noisy and causing a lot of artifacts. The bme tested the device on a simulator using a different lead set, but the issue persisted. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 08/08/2025 emailed the customer via microsoft outlook for the information above: no reply was received. Attempt # 2: 08/12/2025 emailed the customer via microsoft outlook for the information above: no reply was received. Attempt # 3: 08/18/2025 emailed the customer via microsoft outlook for the information above: no reply was received.